Event description:
The patient's generator and lead were explanted. The devices were discarded and are not available for analysis.

Event description:
Information was received that the patient's device was turned off. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The physician reported that the patient has high lead impedance. No known surgical intervention has occurred to date. No other relevant information has been received to date.